Event description:
It was reported that during a laparoscopic colon procedure, the first device only fired ½ way and then stopped. They used the reverse knife blade to remove it from tissue. A second device was pulled; it was closed on tissue, fired and it only fired 1/3 the way. They retracted the knife blade with the reverse button but it would not open. The manual override was hit several times but it still would not open. They had to peel the tissue out of the jaws of the device in order to remove it. A third device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged release button. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Neither device completed the firing sequence, 1st fired ½ way, 2nd fired 1/3 the way. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Reverse knife used to open and remove 1st device, the 2nd device would not open. Was there any difficulty removing the device from the tissue? Yes, 2nd device. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Damaged reverse button. A second device was returned. The analysis found that the device was in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) partially fired was present. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Furthermore, due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.